Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed a cracked display screen. The pump powered on with audible tones and vibratory functions, but the display screen remained blank. Additional testing could not be completed due to the damage display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient fell on the pump and the display screen is cracked and not working. The patient reportedly wore the pump in a "spy belt" attached to her waist. The reporter denied that the pump was exposed to moisture. The pump reportedly still has power and the patient is able to bolus from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.